Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a dexcom g7, with sensor glucose readings reported at 250 mg/dl and later 272 mg/dl after a recent supply and site change; the user ate earlier and announced the meal. Symptoms included elevated blood glucose. Outcomes included no alarms and completion of troubleshooting and education. Investigation included guided troubleshooting, including confirming fill-tubing drops and performing a site change with a cd infusion set. Investigation of this case revealed no device alarms and no confirmed meter reading, with unclear cause given recent supply change, meal intake, and reliance on cgm values. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.